Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1922969) on 26-dec-2019. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained pelvic pain'), cerebrovascular accident ('cerebrovascular accident symptom') and transient ischaemic attack ('transient ischemic attack') in an adult female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced cerebrovascular accident (seriousness criterion medically significant) with hypoaesthesia, amnesia and fatigue and hypercoagulation ("thick blood"). In 2019, the patient experienced transient ischaemic attack (seriousness criterion medically significant) with monoplegia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the fallopian tubes and uterus). Essure was removed on (B)(6)2019. In (B)(6)2019, the patient experienced procedural pain ("essure removal very painful"). At the time of the report, the pelvic pain, cerebrovascular accident, transient ischaemic attack, hypercoagulation and procedural pain outcome was unknown. The reporter provided no causality assessment for cerebrovascular accident, hypercoagulation, pelvic pain, procedural pain and transient ischaemic attack with essure. The reporter commented: (B)(6)2019: nickel allergy test (results not provided). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained pelvic pain'), cerebrovascular accident ('cerebrovascular accident symptom') and transient ischaemic attack ('transient ischemic attack') in an adult female patient who had essure (batch no. C13146) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced cerebrovascular accident (seriousness criterion medically significant) with hypoaesthesia, amnesia and fatigue and hypercoagulation ("thick blood"). In 2019, the patient experienced transient ischaemic attack (seriousness criterion medically significant) with monoplegia. In (B)(6) 2019, the patient experienced procedural pain ("essure removal very painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the fallopian tubes and uterus). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cerebrovascular accident, transient ischaemic attack, hypercoagulation and procedural pain outcome was unknown. The reporter provided no causality assessment for cerebrovascular accident, hypercoagulation, pelvic pain, procedural pain and transient ischaemic attack with essure. The reporter commented: sept-2019: nickel allergy test (results not provided). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.